Manufacturer narrative:
Device evaluation: the suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did reveal any exception documents. Complaint data base was reviewed and found one similar complaint for this lot number. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type to failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Device history record was reviewed, complaint data base was reviewed.

Event description:
The rotator broke immediately after infusion started during angiography procedure. Flow rate - 10ml/sec, pressure - 900 psi. No harm or injury reported.